Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/oct/2016 and 30/jan/2017. Allergan has initiated an investigation into this late report. The reporter has declined to provide allergan with further information regarding event, product, or patient details. The event of "rupture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time.

Event description:
Healthcare professional reported a rupture, side unknown. Device was explanted.